Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: 12th may 2010, expiry date: 1st may 2020, article was sterilized by supplier (B)(4). Lot of (B)(4) pieces was released based on step 0070 of work order (B)(4). No deviation nor any ncrs were marked there. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. Event date: unknown. Additional product code: hwc. (B)(4). Device was reportedly not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the initial surgery for the proximal tibia fracture was performed on (B)(6) 2016; a locking compression plate (lcp) proximal lateral tibia plate was used on the outside, and a lcp medial proximal tibial plate was on the inside. Post-operatively it was noted some of the screws were broken. During the explant procedure on (B)(6) 2016, the surgeon noticed that two small locking screws had already been broken in the shaft section of the medial proximal tibial plate. The surgeon decided not to explant that plate or the broken screws. The outer proximal lateral tibia plate system was explanted. Concomitant devices reported: lcp medial proximal tibial plate (part/lot unknown, quantity 1); lcp proximal lateral tibia plate (part/lot unknown, quantity 1); screws (part/lot unknown, quantity unknown). This is report 2 of 2 for (B)(4).